Event description:
This report summarizes 6 malfunction events, where it was reported the device experienced an inaccurate scale. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. 4 devices were functionally/visually inspected in the field. The devices were repaired and returned to use there was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes 6 malfunction events, where it was reported the device experienced an inaccurate scale. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
After the initial record was submitted, one of the complaints which was pending evaluation was determined that no evaluation would be performed. The section h codes have been updated to reflect this. 1 complaint is still pending evaluation.

Event description:
This report summarizes 6 malfunction events, where it was reported the device experienced an inaccurate scale. There was 1 event with patient involvement; no adverse consequences were reported.